Event description:
The customer reported that the ports on the 9520 were breaking upon connection to luer. He said that normally the middle port would break. The physician did not "have time for additional details." Samples were not saved. The product code is 9520, lot number unk.